Event description:
It was reported that during an ercp procedure for treatment, the needle broke. Another unit was used to complete the procedure. The procedure outcome was reported as fine and the pt's condition after the procedure was reported as fine.